Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer received device 8100 with error 240.4150. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer received device 8100 with error 241.4150. ¿ explained the problematic fault related to the bottle-side pressure sensor. ¿ customer to repair/replace the pressure sensor to isolate fault. ¿ they will call back, if any further assistance is needed. ¿ end call.